Event description:
(B)(4). I started having severe headaches which happens 3-4 times a week. Severe back pain, weight gain even with diet and exercise, rash on lower body that only gets relief with benadryl, blood tests have just been done to see about metal allergies ((B)(6) 2016), heavy, cramping periods, periods that last a week or more, periods that come every 4-6 weeks.